Manufacturer narrative:
(B)(6). Batch record review of lot b721 was conducted. There were no non-conformances associated with this lot. Lot met release requirements. Complaint lot review conducted for lot b721 and no add'l complaints for photo-activation module leak were reported to date for this lot. No trends detected. A photo analysis was conducted for this complaint. The photos seem to indicate that there was an initial bond, however, one side of the bond was weakened and this resulted in the leak. No definite root cause could be determined, but a likely cause appears to be that the tubing was flexed to the side during assembly before the solvent cured, allowing the gap to form. It is also possible that a tensile force was exerted on the cassette when the kit was loaded into the instrument which would aggravate the weaken bond area. Corrective and preventive action investigation ((B)(4)) has been opened by the MFR to increase awareness of bond leaks at plate ports. All operators attend an annual re-training of the bonding specification (B)(4) as well as operator awareness training for all complaints rec'd. The assessment is based on info available at the time of the investigation. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp (B)(4) .

Event description:
Customer called to report a leak on tubing at connection to the photo-activation chamber that occurred during a treatment procedure. Name and function of complainant: same as rptr. Customer called to report a photo-activation module leak. Issue was noticed during the last cycle of the procedure. Treatment was aborted. All blood was returned to the pt except for the treatment volume of the 5th cycle (150ml) - plasma phase. Pt status after treatment reported as very good. Customer provided pictures for eval.